Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, white particles, curved openings with striated edge and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.